Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular vein. The patient undergoing post-operative chemotherapy for left lateral breast cancer. Reportedly, the port was placed two transverse fingers below the right subclavian area. One year, eight months and seventeen days post the procedure, during routine maintenance by the surgical oncology department, the catheter was found to be detached. Furthermore, a chest x-ray confirmed catheter fracture at the puncture site. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, six photos was provided for review. The photos show one syringe and one power port with an attached groshong catheter were kept inside the polythene cover. The catheter was noted to be completely broken into two segments. Therefore, the investigation is confirmed for reported fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular vein. The patient undergoing post-operative chemotherapy for left lateral breast cancer. Reportedly, the port was placed two transverse fingers below the right subclavian area. One year, eight months and seventeen days post the procedure, during routine maintenance by the surgical oncology department, the catheter was found to be detached. Furthermore, a chest x-ray confirmed catheter fracture at the puncture site. There was no reported patient injury.